Event description:
Caller states the patient tested 4.1 inr on the coagucheck s system and 2.9 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.